Event description:
It was reported that there was a disconnection between the supply line of a homechoice cassette and the supply bag which resulted in leak. This was observed during fill five of five of peritoneal dialysis therapy. The event was further described as ¿the supply bag disconnected from the cassette tubing at the connection point " and "solution leaked on the floor¿. Renal therapy services reviewed proper procedures per the user manual with the patient and discussed continuous ambulatory peritoneal dialysis. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home, 1900 n highway 201, mountain home, ar 72653 united states. Baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.